Event description:
Procedure: laparoscopy for ovarian cyst, reportedly, the procedure was done using a "trocar" thought to be of united states surgical MFR. The physician performed the surgery and discharged the pt home. The pt became "violently ill" 24 hrs post op. Pt was taken to the physician's office by their family members. Reportedly, he diagnosed gas and prescribed a laxative and pain medication. Twelve hours later, pt was not improved and the physician was notified via phone and revised their pain medication. Twelve hours later pt died at home. Reported symptoms were low blood pressure, vomiting, pale skin, clammy skin, severe abdominal pain.